Event description:
It was reported that the pump pocket was infected. A pump and catheter explant was required as a result of the event. The patient was alive with no injury at the time of the report. Additional information received reported that (B)(6) 2014 was the approximate onset of a ¿boil¿ pop over infusion site. The patient had intermittent drainage. Culture was taken from the device pocket and from cerebral spinal fluid (csf). The type of organism cultured was pending. The treatment for the infection was intravenous (IV) antibiotics. The issue was reported to be ongoing as of (B)(6) 2014. It was noted that the patient had a debilitated status before the implantation of the device. It was later reported the onset of the infection was at the time of the implant in (B)(6) 2014. The patient had an un-healing wound (dime-size) over the top of the pump pocket. Additional information received reported a replacement pump was implanted on (B)(6) 2015. The patient had been an in-patient between the 2 surgeries. The pump was infusing baclofen (unknown). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l66510, implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: catheter. (B)(4).